Event description:
It was reported that after approx 72 hours after the catheter was placed, a leak was found from the hub. As a result it was removed, and a new kit was opened and used without issue. A delay was reported; however, there was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.